Manufacturer narrative:
Device received with button error alarm and had unresponsive all buttons due to moisture damaged lcd board. Unable to perform operating currents, self-test, a21 error test and displacement test or verify battery out limit alarm, rewind anomaly due to unresponsive button.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had unexpected battery power loss. The customer¿s blood glucose level was 140 mg/dl at the time of the incident. Customer reported they were able to clear the alarm. Customer stated they did receive a request to rewind pump. Customer not able to complete rewind. The device will be returned for analysis.